Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak coming form the closed tube aliquoter (cta) wash station and cap piercer in the unicel dxc 600i synchron access clinical system. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered obstruction in the drain line. The fse cleared and cleaned all of the drain lines. The fse also ran qc for all chemistries and were all within the laboratory ranges.